Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display returned after troubleshooting. The insulin pump alarmed battery out limit. The battery cap was a little damaged. Customer's blood glucose level was around 400 mg/dl. The device was not returned.